Event description:
Medtronic received information that 15 years and 5 months post implant of this freestyle aortic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. It was reported that a transthoracic echocardiogram performed noted severe aortic insufficiency, mean gradient of 11mmhg, left ventricular ejection fraction of 45% and heart failure with reduced ejection fraction. It was stated that evidence of near concentric calcification was seen in the sinotubular junction (stj). No intervention or adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.